Event description:
It was reported that the device was explanted after an implant duration of zero days. On 03/19/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2010, after the annuloplasty was performed, "there was significant malcoaptation in the center portion of the valve although now finally we see some coaptation occurring and some degree of valve functionality was starting to bud. At this point in time, we felt that the amount of orifice was relatively speaking small for the amount of tissue that the valve has and we remeasured the surface area of the anterior leaflet with the posterior leaflet and we felt that the size 28 ring was significant undersize, which did not result in a good function of the valve."

Manufacturer narrative:
(B) (4) sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.